Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Electrical resistance and cross continuity test results were within specifications.

Event description:
It was reported that during the implant attempt, the left ventricular lead had high thresholds after it was implanted. The physician tried repositioning the lead several times, but the physician was not able to find a suitable position. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.